Event description:
It was reported that the collimator screws were loose. There was neither injury reported nor pt involvement. The concern was for a serious injury if the collimator were to fall on a pt or an operator.

Manufacturer narrative:
The ge field engineer tightened the collimator screws and returned the product to service. Proper preventative maintenance is currently in place per the ge preventative maintenance manual to detect this type of issue.